Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v735260, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect from their implantable neurostimulator (ins). The patient stated ¿the interstim doesn¿t work¿ and their urologist turned it off about 6 months ago. It was noted that ¿it hasn¿t worked for the better part of the year (2014)¿ and the patient was incontinent. The patient stated that ¿they don¿t think¿ manufacturer¿s representative had been in to try to help and their doctor ¿didn¿t seem to want to deal with it.¿ there were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.